Event description:
Pt procedure left nephrectomy. Kidney was placed in an alexis contained extraction system, lot 1565072, exp 05/27/28. 2 pieces broke off from the bag when removing the kidney through the abdomen. 2 pieces retrieved. Surgeon verified through open incision exploration & via laparoscopy. No retained pieces seen. Supply is not radio opaque.